Event description:
It was reported that during explant procedure due to eri, the physician was unable to remove the pace/sense lead from the header. The sealing and screws were removed to allow fluid into the header. The device was explanted and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of a set screw anomaly was not confirmed since the set screws were not returned. It is believed that the issue may have been caused by silicone, septum material in the hex cavities of the set screws. This would have prevented full insertion of the torque driver in the helix cavities and caused difficulty tightening and loosening the screws.